Event description:
It was reported that the device experienced no output during a training session. The device was returned to the manufacturer for repair. No patient involvement related to this event.

Event description:
It was reported that the device experienced no output during a training session. The device was returned to the manufacturer for repair. No patient involvement related to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. No output on the ventricular channel due to heart lead flex out of electrical specification (shorted diode). Side bail covers are broken. Ring cover is worn. Keyboard is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.